Manufacturer narrative:
Account found the power control module is defective. Account replaced the power control module to resolve the issue.

Event description:
Account alleged that the bed has no graphic care interface or bed functions. No injury reported.